Event description:
A customer reported that the button on their pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. The customer did not disclose an alternate method of insulin therapy.